Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The device stopped cycling while on a pt. The pt was manually ventilated. No pt injury or adverse event was reported.